Event description:
Had breast augmentation (B)(6) 2014. For years I've had major pain in both breasts. My surgeon refuses anything is wrong won't even test to find out. I've had major medical problems seen every doctor and specialist and every test done and it's unexplained till one doctor said it's your body rejecting the implants and there's a poison going into your body. The FDA needs to stop this, it has ruined nine years of my life. I feel like I'm dying. This is dangerous and it needs to be medically necessary to have implants removed from patients as they are extremely ill and sick and cannot function or live! Is the product compounded: yes. Is the product over-the-counter: no.